Event description:
This ra lead was implanted on (B)(6)2012 and was explanted on 6/21/12 due to the lead dislodged. The physician was dr.(B)(6) at (B)(6)medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).